Event description:
The customer reported generating one erroneous low sodium (na) result on an olympus au680 clinical chemistry analyzer during system validation studies. Review of the data provided shows that potassium (k) and chloride (cl) results were also giving greater difference in comparison to the values from an alternate au640 instrument. The customer stated that ion selective electrodes (ise) validation study was performed for comparison of 20 adult plasma samples au680 ise values to au640 ise values. Qc was performed throughout the day during the study and results were within acceptable ranges. No results were reported out of the lab and there was no affect to patient treatment in association with this event. Beckman coulter field service engineer (fse) replaced the na, k, cl and reference electrodes. Fse also aligned the dispense nozzles to the sample d-pot and repair was verified per established procedures. Root cause of the issue is unknown but appeared to have been resolved post electrode replacement.

Manufacturer narrative:
(B)(4).